Event description:
No additional information received. Material# 305194; batch# 4064579, #4031270. It was reported by customer that the carton has foreign writing on the outside of the carton. Verbatim: ref# 305194 lot# 4064579 and 4031270 the carton has foreign writing on the outside of the carton. Customer would like to confirm that this product is a bd product.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. Lot 4064579: it was reported there is foreign writing on the outside of the carton. To aid in the investigation, one sample and one photo was provided for evaluation by our quality team. The sample is a packaging shelf box with no defects or imperfections observed. The packaging is correct. The photo provided shows the sample received. A device history record review was completed for provided material number 305194, lot 4064579. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Lot 4031270: it was reported there is foreign writing on the outside of the carton. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging shelf box from lot 4031270. The bottom flap has a section in chinese. The back side of the box, not shown, has the same information in english and french. This packaging is correct. A device history record review was completed for provided material number 305194, lot 4031270. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 4064579. Batch creation date: 2024-03-04. Batch expiration date: 2029-04-30.

Event description:
Material# 305194 , batch# 4064579 #4031270. It was reported by customer that the carton has foreign writing on the outside of the carton. Ref# 305194 lot# 4064579 and 4031270 the carton has foreign writing on the outside of the carton. Customer would like to confirm that this product is a bd product.